Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a 3rd party electrical system repair, intermittent image due to a bad charged coupled device. The water leak test failed, and the serial plate label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head image was intermittent when turned on, the image would go black after a few seconds with no error messages. The issue was found during a diagnostic cystoscopy procedure. The procedure was completed with another device with no delay. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of ccd (charged-coupled device unit). The cause of occurrence of failure of ccd is likely the flood that occurred inside. The event can be prevented by following the instructions for use (IFU) which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.